Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment for the peritonitis included unspecified antibiotics (dose, route and frequency not reported) intravenously during hospitalization and intraperitoneally upon discharge. Pd therapy was ongoing. The patient was recovering from the peritonitis at the time of this report. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient has peritonitis for about three weeks. Should additional relevant information become available, a supplemental report will be submitted.